Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the customer did not follow recommended procedures. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when the b30 is started, both the cv-190 and clv-190 must be turned off before retesting the same or another scope. Otherwise, the error will not be reset.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The end user troubleshot the issue with olympus technical assistance center (tac). Technical assistance center determined that the end user had not been following recommended practice; the end user had not been powering off the subject device before connecting and/or disconnecting scopes. The end user confirmed that they'd not been following the practice, however, additional follow up attempts with the customer have been unsuccessful thus far. Technical assistance center provided the customer with a reference guide. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that they are getting b30 on the evis exera iii xenon light source with multiple scopes. There was no patient harm associated with the event.